Event description:
The physician has reported that the cause of the migration is due to patient trauma or manipulation to the device. The device has been received into product analysis. No other relevant information has been received to date.

Event description:
The physician has stated tat the cause of device migration is unknown and that the surgical intervention was taken to preclude serious injury. The explant facility has reported that the device was discarded. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. The visual observations are most likely associated with manipulation of the device during the implant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had full revision surgery due to increased seizures, high impedance, and migration of the generator. Xrays taken reportedly showed abnormal coiling of the lead wire above the battery. Further information was received from the physician indicating that the cause of the increased seizures was due to high impedance as he was not getting enough stimulation. The physician does not know his pre-vns baseline and cannot assess the increase relative to pre-vns baseline. The cause of the device migration is assumed unknown as the physician states "battery had slipped vertically in the chest & eventually leading to abnormally coiling of wires underneath clavicle." The report of high lead impedance and increased seizures due to the high impedanceis housed in MFR. Report # 1644487-2023-00294. This report houses the report of generator migration. The explanted device has not been received to date. No other relevant information has been received to date.